Manufacturer narrative:
Concomitant medical products: (3) 8110; therapy date: (B)(6) 2015. The customer¿s report of a device malfunction was confirmed. Analysis of the pc unit event log shows that the source pump module was running dopamine 3.2mg/1ml at 18.5906ml with a vtbi of 200ml at 8:15 pm when a channel error code 240.4150.0 occurred. The "confirm" key on the pc unit was pressed to acknowledge the alarm, and four minutes later, the "channel off" key was pressed. Three syringe modules that were attached to the same pc unit at the time of the event continued infusing as follows: epinephrine 200mcg/ml was titrated to various rates between 1.983ml/h and 4.9575ml/h. It was paused at 10:55pm. Norepinephrine 200mcg/ml was programmed on two syringe modules, infusing at 1.983ml/h. The customer confirmed that two infusions might be run simultaneously to facilitate a syringe change; however, only one of the infusions would have been connected to the patient at any given time. This is supported by the log findings that indicate that one of the norepinephrine infusions was stopped at 8:29 pm when that channel was powered off. The other continued to infuse at 1.983ml/h until 10:55 pm when it was decreased to 0.99150ml/h, having recorded a primary volume infused of 9.7156ml. The pcu was powered off at 11:01 pm. The proximate cause of the reported event was determined to be a pressure sensor error on the bottle side sensor. The root cause of the failure could not be determined since the device was not returned for analysis. The customer reported that they had already repaired the pressure sensor and returned the device to service.

Event description:
The customer reported that a patient experienced a drop in blood pressure due to a malfunction on a pump module that had been infusing dopamine 3.2mg/ml at 15mcg/kg/min. According to analytics data, the infusion may have been off for a period of 2 to 3 hours. Clinicians in attendance managed the hypotension by increasing the rate of an epinephrine infusion that was running on a different module and eventually restarted the infusion using a different module. No lasting harm was reported.

Manufacturer narrative:
Correction initial reporter address.

Manufacturer narrative:
Additional medwatch information provided.

Event description:
Received a copy of the customer's medsun report from FDA which states "event desc: preliminary report- critically ill, labile pediatric patient on 3 intravenous blood pressure medications (epi, noirepi and dopamine). ICU rn caring for patient reported hearing loud alarm from the alaris pump that was infusing dopamine and seeing "channel error" on pump. Dopamine stopped infusing. Md was at bedside. Epinephrine infusion was increased while dopamine infusion was transferred to new alaris pump. There was no warning of failure. Testing of alaris 8100 pump indicated upper pressure sensor failure. Carefusion was contacted and report filed. Facility and carefusion are working in collaboration to examine this sudden loss of function and if this can be predicted." Other patient information states "patient stabilized with transfer and restart of dopamine on new alaris pump".